Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns pt underwent generator replacement surgery due to end of service. Further info was received from the surgeon's office indicating high lead impedance was received after replacing the pt's model 101 generator with model 104. The surgeon removed the pin, irrigated the nerve, and retested 4-5 times, but the issue prevailed and decided to perform a full revision. The pt was re-implanted with model 103 and new leads. The last good diagnostics were unk as the battery could not be interrogated and there was no mention of trauma or manipulation. Good faith attempts to obtain additional info from the treating physician have resulted unsuccessful to date. The explanted lead and generator were returned to the manufacturer and are currently undergoing product analysis.